Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 17, 2017. (B)(4). The sample was not returned for evaluation and the lot number was not provided; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined. All wipers undergo inspection for operational performance and function during the manufacturing process. It is likely that the product was damaged at some point after final release causing the wiper to no longer function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the virtuosaph plus device had a broken wiper. There was a delay in the procedure. The product was changed out and surgery was completed successfully. It is unknown if the product malfunction caused or contributed to an injury and if it resulted to a blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.